Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/08/2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator display was black. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 15nov2015. Date of manufacturer: 12nov2015. Philip's field service engineer (fse) troubleshot the device and replaced the user interface printed circuit board to resolve the issue. The device was returned to service.